Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the discoloration on the electrodes 1-4. The returned sample was tested for electrical resistance. All circuits meet specification for continuity and intercircuit resistance. All electrodes were smooth with no sharp edges. The photos attachments were reviewed, there did appear to be discoloration on electrodes 1-4. The sample was reviewed under 10x magnification, can clearly see "circumferential" buff marks indicating that the electrodes were cleaned. There was no evidence of excess "co" on the electrodes. The sample was wiped with isopropyl alcohol and the discoloration remained on the electrodes 1-4. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter tip showed signs of burning on the distal electrode.prior to an ablation procedure to treat atrial fibrillation, while unpacking the device, it was noticed that the distal tip electrode showed "signs of burning" and was greyer in appeared compared to the other electrodes. No patient complications occurred as the issue occurred outside of the patient. The procedure was completed with a different device.

Event description:
It was reported that the catheter tip showed signs of burning on the distal electrode. Prior to an ablation procedure to treat atrial fibrillation, while unpacking the device, it was noticed that the distal tip electrode showed "signs of burning" and was greyer in appeared compared to the other electrodes. No patient complications occurred as the issue occurred outside of the patient. The procedure was completed with a different device.